Event description:
A report was received from (B)(6) stating that during feeding the patient noticed formula was leaking from the feeding tube shaft. This leaking was noted on the enteral feeding just below the bolster but above the balloon. The balloon volume was checked and observed to have a normal fluid normal volume. The enteral feeding balloon was observed to be intact. The patient described the leak as a hairline tear in the tube shaft. The formula leaked onto the patient's abdomen and did not travel to the jejunum. Leakage was also noted from the side of tube shaft, just below the external bolster but above balloon. The device was in use for three weeks prior to the incident. The device was replaced using endoscope and over the guidewire.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.